Manufacturer narrative:
Initial reporter: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID#: (B)(4).

Event description:
It was reported that the customer had difficulty advancing the intra-aortic balloon (iab). The iab was removed and it was noted that it wasn't "pulling a full negative". A new iab was used, but the same issue occurred. There was no patient harm or adverse event reported. This report is for the 2nd iab used. A separate report has been submitted for the 1st iab under mfg report number. 2248146-2023-00012.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior with the one-way valve attached. The sheath was not returned for evaluation. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The evaluation did not confirm the reported difficulty to hold vacuum and we are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.